Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source exhibited scope communication error (error b30). The issue occurred during preparation for use for a diagnostic (colonoscopy) procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's complaint was not confirmed. Based on the results of the investigation, it is not possible to establish a root cause. Olympus will continue to monitor field performance for this device.